Event description:
It was reported that during the procedure, after positioning a non-abbott guide wire and a pilot 50 guide wire past the target lesion, a 2.75x12 rx xience xpedition stent delivery system (sds) was advanced via femoral access onto one of the two guide wires and toward a heavily calcified lesion in the heavily tortuous, narrow marginal branch of the left circumflex coronary artery, but failed to cross the lesion due to patient anatomy, despite using a non-abbott guide catheter extension device to facilitate crossing of the sds. During withdrawal, resistance was felt for an unknown reason and, though no force was applied, the stent dislodged in the left main artery. The sds was withdrawn from the anatomy without further issue and a balloon catheter was advanced to the left main, then inflated, successfully crushing the dislodged stent against the vessel wall. The target lesion was then successfully treated with another rx xience xpedition without issue. There were no adverse patient sequelae, however, this issue caused a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthough; pilot 50; other: vascular solutions guideliner guide catheter extension device. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.